Event description:
A registered nurse at a hospital reported that during a peritoneal dialysis (pd) patient¿s pd treatment a fluid leak from the patient line occurred. It was also noted that the patient line connection was loose. The patient line was tightened prior to calling technical services. No fluid came in contact with the cycler. It was reported that a notice: filling slowly message occurred during fill 4 of 5 of treatment and the treatment was cancelled. Technical services advised to follow up with the patient¿s peritoneal dialysis nurse (pdrn) to inform of the incomplete treatment. Additional information requested but to date has not been obtained.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.